Event description:
On october 22, 1999, safeskin corporation was served with the following lawsuit: plaintiffs claim alleges the following: latex allergy, immediate-type hypersensitivity reaction to latex, asthma.